Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Despite the involved device has been reported as available for return, it has not yet been received. Furthermore, the manufacturer has followed up to retrieve additional information on the event, but no further information has been provided to date despite the attempts performed. Based on the available information, it is not possible to draw a definitive conclusion to the reported event. However, per the document review performed, no manufacturing deficiencies were identified. Paravalvular leaks after the implant of the perceval valve could be related to a device malpositioning, or secondary to device mis-sizing of stent folding. The patient anatomy, like presence of bulky or protruding calcifications, may also contribute to a postoperative paravalvular leak. As the device was not returned and no further information was provided, the root cause cannot be established at this time. Should the device be received in the future, additional investigation will be performed and a follow up report will be provided.

Event description:
On (B)(6) 2021, a patient underwent a mvp, tap and avr procedure. A perceval valve pvs23 was implanted according to the IFU. After completion of the implant in the normal position, it was also confirmed that there was no abnormality in the echocardiogram. However, a paravalvular leak occurred on the ncc side, and re-operation was performed to explant the valve during the same day. The procedure was completed using a conventional valve. The patient was reportedly not affected by the event.